Event description:
Medtronic received a report that a pipeline flex stent encountered opening, positioning, damage, and resistance issues with a phenom 27 microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid artery (c4 segment) aneurysm with a max diameter of 1.5 mm and a 1 mm neck diameter. The landing zone arterial diameter was 3.9 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 4 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as frontal and lateral angiography were consistent with the preoperative findings, with normal blood flow velocity and good visualization of the branches. The stent was delivered into the stent delivery catheter after adequate hydration. Distal deployment followed by pull-back was attempted, but the opening was unsatisfactory. Resistance was felt at the proximal end of the stent in the distal catheter during recapture/retrieval. After complete recapture/retrieval, another deployment was attempted and suspected stent damage was observed. During deployment the system dropped down, and the microcatheter could not provide sufficient support, requiring replacement of the microcatheter. When the microcatheter was removed during replacement, stent damage was confirmed. To ensure the procedure could proceed smoothly, another stent was used instead and was successfully opened with normal operation. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). A conflicting pipeline model ped-425-16 was also listed in the complaint and is pending clarification.

Manufacturer narrative:
Continuation of d10: pipeline flex stent product ID ped-400-25 (lot d062935); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.